Event description:
Davinci harmonic in use and broke, no patient harm, both pieces removed from patient. New harmonic used to finish case. Harmonic that broke ref number 480275, lot k10250925, exp 2028/09/30, ver 12.